Manufacturer narrative:
(B)(4). The lot was manufactured from november 6, 2013 to november 7, 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor ruptured. This occurred after the device had been filled with 94 ml fluorouracil and 32.5 ml 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.